Manufacturer narrative:
Voluntary medwatch submission #: mw5066839 and mw5066842; 18-90 years old. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a cadd® administration set tubing broke off at the "curly tubing" end of the filter. Due to the incident, the patient missed one dose of medication. It was unclear what the impact to the patient was.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection of the device found a damaged filter where the adapter tube is bonded and the coiled tubing was missing. Functional testing was unable to be performed due to the damage. A review of the testing and inspection documents was deemed adequate and correct. A review of the manufacturing process was performed with a similar part and found no discrepancies. An attempt to reproduce the failure mode was performed and it was observed that the failure was replicated on a similar part when applying excessive force. Based on the evidence, the root cause of the issue was unable to be determined.